Manufacturer narrative:
(B)(6). The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection with naked eye noted the female connector separated from the light blue main body. The direct cause of the event was determined to be manufacturing related caused by inadequate solvent to the insert chip during assembly process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the female connector (dark blue) separated from the twist clamp of a transfer set. This issue occurred during treatment. A new product was replaced to continue the treatment. There was no patient injury or medical intervention associated with this event. No additional information is available.